Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited pacing impedance measurements high out of range on the left ventricular (lv) lead. Technical services (ts) reviewed and noted there was also loss of capture (loc). Ts recommended to bring in the patient for further evaluation. This device remains in service. No adverse patient effects were reported.